Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of the implantable cardiac monitor, noise was observed on the electrocardiogram (ECG) and as a result, the p-wave could not be distinguished from the r-wave. A "fracture somewhere in the system for hypothetical ECG" was suspected and measurements were taken again in a different position, however, the noise persisted. It was noted there was suspected "noise from outlet" and the physician chose to not implant the icm. No patient complications have been reported as a result of this event.